Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating properly. The device had fluid loss. The ipp was explanted, and it was noticed that the right cylinder was ruptured. Air was observed in the device. The ipp was replaced. No patient complications reported.